Manufacturer narrative:
A provided report dated approximately 2.5 years before the revision and 4 months before the contralateral hip revision (left: c-0170809) indicates that blood cobalt (12 ¿g/l) was elevated with respect to reference. A CT and an MRI report dated approximately 2.5 year before the revision indicate that there was a subchondral cyst at the right acetabulum and a defect at the peg of the femoral component. Retrieval analysis indicated that wear was in line with the expectations and the femoral head was articulating within the bearing surface of the cup. In conclusion: the cause for the reported cysts and bone defects remains unclear without histopathological analysis and surgical reports of the revision. No metal ion levels were provided after removal of the contralateral metal on metal device

Event description:
It was reported that right hip revision surgery was recommended and planned to have been performed in 2017 due to elevated levels of cobalt and chromium and development of bone destruction.

Manufacturer narrative:
[(B)(4)].